Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that screw broke during insertion. The cross section surface shows no irregularities which indicate material conformity as well. We have assumed that too high applied mechanical force may have caused the breakage. The measurable dimensions of the broken screw were checked and found to be in compliance with the technical drawings and ao/asif specification. No product fault could be detected.

Event description:
It was reported that the screw was damaged during insertion. The procedure was a proximal tibia fracture, the osteosynthesis to fix the bone from outside and inside. A doctor repositioned and drilled the bone to insert the lag screw, measured, tapped, inserted. The screw was damaged when the screw was almost inserted. Because the bone had high density, the doctor tapped well. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Expiration date not reported in initial mw. Placeholder.